Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 227, 227, and 4 mg/dl. Tests were done within 15 minutes. Readings saved in memory not consistent with readings reported by customer. No further information has been reported.